Event description:
It was reported that during the pulmonary vein isolation de novo procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after a successful transseptal puncture the physician aspirated and then inserted the prepared farawave nav. As the physician tried to aspirate, many small air bubbles were noted only within the flush line (not inside the sheath). As the physician continued to aspirate, the bubble formation also continued. The physician then tried to seal the valve with fingers. This stopped the bubble formation. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the teasr on the valves. Secondary findings showed hemostatic valve deformation due to prolonged dilator insertion during transportation or device storage. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tears in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. Transport/storage cause code was selected for the secondary finding of valve deformation.

Event description:
It was reported that during the pulmonary vein isolation de novo procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after a successful transseptal puncture the physician aspirated and then inserted the prepared farawave nav. As the physician tried to aspirate, many small air bubbles were noted only within the flush line (not inside the sheath). As the physician continued to aspirate, the bubble formation also continued. The physician then tried to seal the valve with fingers. This stopped the bubble formation. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported via the guidewire was pulled back into the catheter and was plane with the catheter tip. For the irrigation a pressure bag was used.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation de novo procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after a successful transseptal puncture the physician aspirated and then inserted the prepared farawave nav. As the physician tried to aspirate, many small air bubbles were noted only within the flush line (not inside the sheath). As the physician continued to aspirate, the bubble formation also continued. The physician then tried to seal the valve with fingers. This stopped the bubble formation. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the guidewire was pulled back into the catheter and was plane with the catheter tip. For the irrigation a pressure bag was used.